Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of peeling acoustic lens was not established. The cause of damaged ultrasonic probe, gap between acoustic lens and ultrasound probe, peeled adhesive around light guide lens were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, ultrasound gastrovideoscope had damaged ultrasonic probe, peeled acoustic lens, gap between acoustic lens and ultrasound probe and adhesive around light guide lens is peeled. There was no patient involvement.